Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, impedance, and defibrillation cycling without duplicating the report. An internal inspection found no discrepancies. The pace/defib engine board should be replaced as a precaution. The customer declined repair of the device and the device was labeled not for clinical use and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.